Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for a scale reading error. She was advised to reset with new supplies. When she opened the cassette door the cassette leaked fluid. She was advised to contact her pd nurse. The set was discarded. During follow up, the patient's pd nurse reported there were no complications associated with this event. The patient was prescribed prophylactic antibiotics.